Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced occasional dizziness. Upon review, the right ventricular lead exhibited over-sensing of noise which led to inhibition of pacing. The right ventricular lead was capped and replaced on (B)(6) 2020. The replacement lead measurements were within normal limits. The patient was stable post procedure.